Event description:
It was reported that the customer was not acting normally after waking up from a nap. After being offered a (B)(6) from her husband, the customer threw the bottle at the husband. The paramedics were subsequently called. The customer stated that she was unsure what caused the low blood glucose levels. The customer stated that she may have bolused and then just went for a walk. The call for the paramedics occurred in (B)(6) 2014. The customer's blood glucose at the time of the call to the paramedics was 25 mg/dl. The customer was treated by gel glucose. Advised customer to call in when the issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.